Event description:
We received an allegation about discrepant results for 1 patient's sample tested with phosphate gen.2 (phos2) assay on a cobas 6000 c501 analyzer. Initial result: 2.14 mg/dl. Repeat result: 11.6 mg/dl. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The sample was repeated because the result was outside the biological reference range. The result of 2.14 mg/dl was deemed to be correct. A general reagent issue can be excluded as the qc was acceptable. The field service engineer changed and adjusted the sample pipette. The customer had no further issues. The cause of the event could not be determined.